Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited pacing impedances high out of range. The system triggered a lead safety switch (lss), and the lead switched from bipolar to unipolar. A chest x-ray was performed and revealed a subclavian crush. Additionally, this patient had decided that they will not proceed with another operation, so there will be no lead revision. This ra lead remains in service, and there were no adverse patient effects reported.